Event description:
It was reported that it was difficult to insert the lead into the device. The physician plans on re-operating on the patient to try to fully insert the lead into the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).